Manufacturer narrative:
Device was received with a scratched case, a partially broken battery tube threads and a cracked case behind the device near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test. No loose or detached reservoir retainer ring was found during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack on it. The battery compartment and retainer ring had come off. No harm requiring medical intervention was reported. The device will be returned for analysis.